Manufacturer narrative:
Additional procedure required. This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Approximately forty-four days after the PICC line was inserted, the purple hub cap snapped off. The PICC line was replaced. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.